Event description:
On (B)(6) 2012 lead extracted due to lead failure/lead recall. The lead was fractured. (B)(6) hospital, canada. Dr. (B)(6) . Lead implanted (B)(6) 2005 lead removed: (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).